Manufacturer narrative:
Continuation of d10: product ID (unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deployment of a pipeline embolization device (ped) in the treatment of an unruptured aneurysm in the left internal carotid artery's cavernous segment, several issues occurred. The doctor decided to treat the giant aneurysm by placing two telescoping peds. After deploying the first one, they began deploying the second. However, at the moment of opening, the distal wire got stuck in a small aneurysm that had already been covered.  The doctor then re-sheathed the device and began the deployment more distally. However, during this new deployment phase, the device did not open properly, and after a couple of attempts, the doctor decided to remove it because it was not opening distally. The ped was not positioned in a bend and less than 50% had been deployed. Visually, it appeared to be bent.  When they removed the device, it got stuck in the hub of the phenom 27 microcatheter. The pipeline was removed from the patient and replaced by another medtronic product. The device was said to be likely damaged by the doctor during the deployment maneuver. The pipeline had been resheathed more than 2 times. No additional steps were taken to open the device. No patient complications have been reported as a result of this event. Dual antiplatelet treatment was administered, and the ang iographic result post-procedure was reported as brilliant, with complete restoration of flow. The max aneurysm diameter was 3cm. The landing zone was 3.7mm distal and 4.2mm proximal. The patient's vessel tortuosity was normal.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). The cause of the resistance and pipeline failure to open was not determined.